Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type I. It was reported that the patient had a loss of stimulation. At first the patient started noticing that she only felt stimulation if she turned a certain way (if she lied on her side). Then she stopped feeling stimulation completely. The patient tried to increase and decrease stimulation, but this did not resolve the issue. It was noted that the patient already scheduled an appointment with her health care provider. The change in therapy was noted to have been sudden. The issue occurred during use beginning in (B)(6) 2015. Additional information received from the patient reported that the appointment had not actually been scheduled yet, but she planned to schedule it. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. The patient's medical history included a fracture of the lumbar spine after a fall in (B)(6) 2015.